Event description:
It was reported there was a return of patient symptoms which included increased baseline pain. Pump logs were checked and showed no motor stalls. It was noted since (B)(6) 2013 the patient had increased pain despite dosing increases. Volume discrepancies were also reported at the last three refills and had progressively gotten worse. At the first refill the expected residual volume (erv) was 2.5 milliliters (ml) and the actual residual volume (arv) was 4.5 ml. At the second refill the erv was 3.5 ml and the arv was 5.2 ml. At the third refill the erv was 2.3 ml and the arv was 6.2 ml. No alarms were reported and no diagnostic studies have been done at this time. The pump was being used to deliver hydromorphone and bupivacaine. It was later reported that the patient had a change in therapy effect. The most recent discrepancy had an erv of 3.4ml and an arv of 6.4ml. It was noted that the patient had a stimulator placed on (B)(6) 2013 and had lack of and inconsistent pain control. However, it was unclear whether this was related to the stimulator device system or the pump system. There were no stalls in the pump logs. A dye study was performed on (B)(6) 2013, which showed no issues. It was noted that, at one refill, the hcp ¿knew the volumes were off¿ because 20ml was entered as the reservoir volume instead of 40ml. The reporter was wondering if there was interaction between the pump and the stimulator. It was noted that both devices were implanted in the patient¿s back, on opposite sides of the body. The hcp was considering replacing the pump. The device system was used to deliver hydromorphone 5mg/ml at 2.7mg/day and bupivacaine 20mg/ml at 10.8mg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8840, product type: programmer, physician. (B)(4).